Manufacturer narrative:
One unpackaged ar-1927bcf biocomposite corkscrew was received for investigation. Visual evaluation of the returned device noted that the shaft of the device was bent. The anchor was not received for investigation. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces and/or prying/leveraging the device during use. Refer to investigation photos. Complaint allegation is confirmed.

Event description:
It was reported that during a rotator cuff surgery the thread of the device broke as soon as it was inserted before being turned. All fragments were retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.